Event description:
It was reported that the surgeon noticed tass - toxic anterior segment syndrome one day post implant of crystalens at-50ao. A ci-28 delivery device was used to implant the lens. The surgeon is not sure if explant will be necessary. Additional info was requested but has not been received. Reference MDR #2031924-2012-00040 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a device history review (DHR) could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.